Event description:
Device evaluation: the lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing; the reported issue was confirmed. The screen display was white when powered on and then went to a mirrored display before turning white again. The investigation concluded that the display issue corresponds to the fitted display component. The returned test strips did not require testing as the complaint referred to a meter display issue. Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic issue. On (B)(6) 2018, the lay user/patient contacted lifescan USA, alleging that their ot verio iq meter showed only a white screen when being charged. This complaint was initially ruled out because during customer services troubleshooting, there was no indication to reasonably suggest that the product malfunctioned and there was also no allegation of an adverse event as a result of the reported issue.